Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following implant the patient experienced a pectoral submuscular hematoma. Swelling was confirmed in the area near the pocket in the left chest on so hemostasis was performed, but the patient's condition worsened and blood loss shock occurred. A blood transfusion was performed in the intensive care unit (ICU). A computerized tomography (CT) scan was performed and bleeding from the area near the pocket in the left chest was confirmed, so the left chest pocket was opened on the following day but a hematoma was not observed in the pocket. As such, the bleeding site was assumed to be below the pectoral fascia, the pocket seemed to close, and the patient is currently hospitalized for pressure hemostasis. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.